Event description:
Prolonged prone back surgery resulting in pressure ulcer to chin and shearing/pressure injury to chest. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: prone back surgery. Event abated after use: yes.